Manufacturer narrative:
The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. Device analysis revealed that the main coil was broken/fractured. The main coil was also found to be kinked and stretched. During functional testing the coil could not be advanced through the introducer sheath; therefore, a coil in catheter test could not be performed. Information available indicated that the coil was confirmed to be in good condition prior to use and that the patient¿s anatomy was described as very tortuous. It is probable that anatomical factors may have contributed to the damages observed during analysis as well as to the friction experienced during functional testing. Therefore, an assignable cause of operational context was assigned to this investigation.

Event description:
Analysis of the device revealed that the main coil was broken/fractured. There was no reported clinical consequence to the patient.